Event description:
It was reported that during a colectomy procedure, the device misfired and jammed. Another device was used to complete the case. There was no patient consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results for the mcm20 instrument (a) found that it was returned with a cracked cartridge cover. The instrument was cylced and an intermittent feeding issue was noted. The clips were ejected. No conclusion could be reached as to what may have caused the feeding issue. The analysis results for the mcm20 instrument (b) found that it was returned with a cracked cartridge cover. The instrument was cycled and short fed the clips. Upon disassembly of the instrument the feedbar was noted to be bent, causing the short fed issue. The batch records were reviewed and no anomalies were noted during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.